Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) therapy experienced clotting during use of the multifiltrate pro ci-ca hd device. Prior to identifying the clot, air bubbles were noted in the circuit followed by a flow of blood to the pressure dome of the circuit. The circuit was initially installed on (B)(6) 2024 at 1220 with an emic2 membrane dialyzer. The treatment was interrupted around midnight due to a clot in the circuit. The emic2 membrane was replaced with a ¿conventional membrane¿ at 0200 on (B)(6) 2024, and at around 1900 on (B)(6) 2024 the problem was observed. The circuit had been in use for approximately 40 hours at this point. The treatment was resumed on a different machine at 2315 on (B)(6) 2024. The reported events resulted in approximately 50 ml of blood loss. In the initial reporting, it was indicated that the sample was not available for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for manufacturer evaluation. An examination was performed on the retained samples. The samples were checked visually for component defects, assembly failure, and conformity with the product specifications. The samples were also subjected to leakage testing where air/liquid pressure was applied. No leaks or other failures were detected during testing of the retained samples. A review of the batch production records was performed. No nonconformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. According to the provided information, possible causes for the defect could be related to a raw material problem, or improper connection of the pressure dome. Without examination of the actual sample, an exact reason for the defect could not be determined. The production department has been informed of the defect, and product surveillance will continue to monitor complaints of this type.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) therapy experienced clotting during use of the multifiltrate pro ci-ca hd device. Prior to identifying the clot, air bubbles were noted in the circuit followed by a flow of blood to the pressure dome of the circuit. The circuit was initially installed on (B)(6) 2024 at 1220 with an emic2 membrane dialyzer. The treatment was interrupted around midnight due to a clot in the circuit. The emic2 membrane was replaced with a "conventional membrane" at 0200 on (B)(6) 2024, and at around 1900 on (B)(6) 2024 the problem was observed. The circuit had been in use for approximately 40 hours at this point. The treatment was resumed on a different machine at 2315 on (B)(6) 2024. The reported events resulted in approximately 50 ml of blood loss. In the initial reporting, it was indicated that the sample was not available for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.